Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent riks of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rated for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed in site #30 on 3/12/97. The implant was later removed on 4/16/97. The clinician reports that the pt is a very heavy smoker. The clinician has been asked for add'l info concerning this event.